Event description:
The patient was complaining of nausea. In 2002, studies of the pump and the catheter were done and both were reported to be functioning fine. The patient is reported to be doing fine presently and is scheduled to be back for follow up in 2002.